Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: positive leak test after creation of the gastrojejunostomy. The surgeon over-sewed the staple line. Extended operative time due to the need to over-sew the area of the staple line; time delay of 40 minutes.